Event description:
On-q silver soaker catheter kit placed in pt during surgery. Discontinued per md order. Pulled by rn as is procedural, cath broke off in pt. To the best of our knowledge, this is a product problem - not user error. MFR is I-flow (iflo.com). CT and abd xr do not show the approx 5-6" of catheter believed to be in pt. Cath is reported by MFR to be radiopaque. Md also explored wound without finding cath tip. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis: pain management, post-op.